Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump displayed a restart alert 38 after a restart and then produced an ¿unable to proceed¿ alert when attempting to rewind during a dry run, following removal of all components. The issue was addressed with troubleshooting and education, and a replacement device and return instructions were provided. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no interruption of cgm use and continuation of diabetes monitoring, with instructions provided for shutdown and for re-initiating startup on the replacement device. Investigation included remote technical assessment and guided troubleshooting steps, including component removal and attempted rewind. Investigation of this device the complaint was confirmed after the logs were downloaded. Its unclear what caused alert 38 to be triggered but carious components will be replaced by the refurbishment department.